Manufacturer narrative:
All buttons functioning properly; however, found corroded keypad traces. No button error alarm during testing. Pump passed displacement test, rewind, basic occlusion test, prime/delivery, excessive no delivery test and occlusion test. Pump received with cracked reservoir tube lip and cracked case near display window corners noted.

Event description:
Customer reported via phone call to have received a button error alarm due to falling on insulin pump. Customer reported that blood glucose dropped to 35 mg/dl and customer passed out and was found by her son who treated low blood glucose with sugar. Customer declined troubleshooting for low blood glucose.